Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an unspecified date/time issue. The reporter did not allege any harm or injury because of the reported issue. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. The reporter had requested for a call back from anm "on confirming date/time when battery is removed from pump". It is unclear at this time what the specific date/time issue was. It is unknown if the pump was reverting to the default date/time setting with a pump reboot or battery change. At this time, troubleshooting of the alleged issue has not been completed. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an unspecified date/time issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The keypad is peeling up at the ok key. All keys are fully responding to user input. Removed the keypad cover; no contamination was found under the key contacts. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.